Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up will be sent when analysis is completed.

Event description:
The manufacturer's representative reported pump volume discrepancies noted at refill appointments. In 2006, refill appointment the estimated reservoir volume (erv) was 7 ml, but the actual reservoir volume (arv) was 16 ml. A month later, the pump's erv was 13ml, but the arv was 16.5ml. Three months later, the pump's erv was 7.4 ml, but the arv was 17 ml. The pump eas explanted and replaced. No patient injury was reported. No patient symptoms or outcome were reported. The drug used in the patient's pump is unknown. Additional information has been requested, but was not available at the time of this report.